Manufacturer narrative:
Concomitant medical products. Model: d224drg, ICD; implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had triggered an alert for high thresholds. Also noted was a loss of capture on the ra lead. Follow-up was attempted, but was unable to verify if reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.